Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported and a new lead was successfully implanted. The event will be re-evaluated if add'l info becomes available. High thresholds are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported that this right atrial (ra) lead exhibited high pacing threshold measurement. This lead was surgically abandoned and new lead was successfully implanted. No adverse pt effects were reported. The lead was actively implanted for approx 8 years, 4 months.